Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: can you identify the lot number of the product that was used? Tbbakz. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. D4: UDI: the expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a aparoscopy procedure on (B)(6) 2024 and suture was used. During a testicular lowering procedure by laparoscopy, the doctor uses an ethibond suture to hold the trocar, but the needle looses from the thread and falls into the patient. After 15 minutes of searching via optics, the song is extracted. Another reference device was used to overcome the problem. This is an isolated incident with no consequence for the patient except for a 15 min extension of the duration of the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/4/2024. Additional information: d4, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.